Event description:
This lead was connected to a new device and dft testing was performed. There was arcing between this lead and the device could not be interrogated. When this lead was connected to another ICD, the shock impedance was greater than 150 ohms. Upon explant of this lead, the physician noted a possible insulation break.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized. The analysis of the lead demonstrated multiple signs of abrasion and a rubbed through insulation. This insulation damage can be considered as the root cause for the observed oversensing issues as mentioned in the complaint description. In this section a conductor fracture was noted. Coagulated blood in the lumen of the lead was found in this area. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the ICD can. The deformation of the rv shock coil occurred most likely during the surgery. The analyses did not revealed any sign of a material or manufacturing problem.